Manufacturer narrative:
The investigation into this event is on-going . Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, after successfully placing a PICC, the hospital took a post-radiograph picture and noticed a piece of wire in the upper axilla portion of the vein. The pt is fine and as of the reporting date, the wire was still in the pt.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specification's. The recent (B)(4) complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "unretrieved device fragment. " no adverse trend was indicated. The hospital risk manager stated in a follow-up phone call that the guidewire fragment in the patient was "very small" and would not likely require removal. The hospital did return 25 unused units of the xcela PICC part number/lot number used in the reported event. The guidewire is a purchased component for (B)(4), therefore the returned (unused) samples as well as a supplier corrective action request (scar) were forwarded to (B)(4), the guidewire manufacturer. (B)(4) selected 3 of the guidewires for analysis and testing: dimensional verification showed all samples to be within specification and manufactured correctly. No damage or defects were visible. Destructive pull testing of the guidewire joint regions yielded break loads all well above the specified minimum break load. (B)(4) review of the DHR for their guidewire lot showed that final inspection testing was determined to be acceptable and that the product met specification prior to shipping. Based on the test results from the unused samples, (B)(4) concludes that "clinical and/or procedural factors appear to have impacted on the event as reported. " the directions for use (dfu) provided with the xcela pasv PICC contains the following precaution: "if guidewire must be withdrawn, remove the needle and guidewire as a single unit." (B)(4).